Manufacturer narrative:
The reason for this revision, second , surgery was dislocation. The previous surgery and the revision detailed in this investigation occurred over 24 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. This investigation is limited in scope as limited information was provided to djo surgical - austin for examination and the part associated with this investigation was not returned to djo surgical for review. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the event. The device and its applicable concomitant devices were within its respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There are multiple factors that may contribute to the event that are outside the control of djo surgical are inadequate soft tissue support, degenerative bone disease, patient bone deterioration, excessive range of motion, patient activities or trauma. Due to the short time between previous and revision surgery, it is also possible that the event may have been occurred due to improper implant selection or patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the surgeon removing the 36mm glenoid head and 36mm +4 semi constrained socket because it was dislocated; he then put in a 40 -4mm glenoid head and a 40mm semi constrained socket.